Event description:
Received information that the 840 ventilator had an erratic display. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone and advised the customer to swap the displays and vga controllers on 9.4 gui. Multiple follow up calls were made to obtain result of testing but no response received from the customer.